Manufacturer narrative:
Concomitant medical products: 6721l-50 lead, implant date: (B)(6) 2007. 6721m-50 lead, implant date: (B)(6) 2007. D143 defib, implant date: (B)(6) 201?. 4951m-35 lead; 5071-35 lead; 4951m-35 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right ventricular (rv) lead were capped for an unknown reason. The leads were replaced. No patient complications have been reported as a result of this event.